Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the person with diabetes (pwd) contacted support to report a line blocked alarm on a device that was not manufactured by ICU medical. The pwd had replaced infusion site and the tubing attachment but did not change the cassette, as it still contained 185 units of insulin. The pwd mentioned observing a possible kink in the cannula. There was no patient injury.